Event description:
The facility reported an infusion pump with failure code 570:320. It is not known if this failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.

Manufacturer narrative:
The device has been requested but has not been received. A follow-up report will be submitted upon completion of the evaluation or if additional information is obtained.